Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item informed on the guarantee form. Therefore, the lot number was not considered. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). ¿ the dentist reported that 1 month after dental implant was installed in intraoral region 22#, its non-osseointegration was observed. In addition, the patient presented bone type ii, bone graft was executed, immediate implant procedure was performed and trauma over the implant has occurred.